Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that cable-mounted plug connector, designator p2 of system pcb/interface pcb cable, designator w04 was not locked into place on pcb-mounted jack connector, designator j02 of the system pcb assembly. After reseating the connector  proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that the keypad on their device was not functioning while monitoring a patient. The only button that worked was reported to be the on button. Medical personnel proceeded to troubleshoot the device, which included reseating the device¿s batteries. Medical personnel then observed proper device operation for the remainder of the event. The patient, an (B)(6) old female, survived the event. No further information about the event or the patient was by the customer.